Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device had a hardware low level alarm and loss of audio at different times. The customer¿s blood glucose during the incident was unknown. The audio test passed. However, the hardware low level alarm recurred during the self-test. The device failed troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device passed selftest and displacement test. No the motor arm restart cannot communicate with the main arm noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures confirmed in the device history due to broken pin 6 trace (sda) on u1 keypad assembly. Software low level failures found in the device history due to software error.